Event description:
The device was found the have a partial display, and segments are missing during troubleshooting. The customer had been dosing medication based on the results which were not displayed correctly. No adverse event. A request was made for the return of the suspect device and replacement product was sent.